Event description:
Terumo med corp. Has determined the enclosed complaint/injury report as non-MDR reportable. No sample, lot number nor product code was reported. Co is unable to confirm the event. All terumo med corp. Syringes are tested and must meet the proper syringe volume specifications prior to release. Co's complaint history files showed no similar reports.